Event description:
Reporter alleged when dropping the blood glucose device being unable to test. It was stated customer continued to take normal insulin dosage of 70/30 insulin. Customer stated he had not been eating as normal due to not being able to test. Reporter stated two days later feeling weak and shaky so went to the hospital where their device read 29 mg/dl. Reporter indicated customer was given an IV, food, and admitted for a few days. A request was made for the return of the suspect device and replacement product was sent.